Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b3 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The device passed all pacing tests with no issues. Accessories were not returned for evaluation. The device is working as intended. The device was recertified and returned to the customer. Review of the device activity logs observed multiple ECG lead off, check pads, poor pad contact, and pd core warning 247 messages. These are expected prompts if the device detects an invalid impedance. No trend is associated with reports of this type.